Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of endophthalmitis, zonlues dissolving, and the sclera looking melted are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan is filing this MDR indicating the plan to initiate a remedial action. Although a definitive link between the reported adverse event and the reason for the recall cannot be established, allergan has chosen to conservatively file the MDR as a link between the two can also not be ruled out. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent implanted in an unknown eye had their "zonules dissolved" and experienced tass as the eye had "no growth on any cultures and no vitritis. Used mmc/cam pod 4." The healthcare professional noted they "just did [their] secondary iol. Really unlikely this was infectious. Retina was pristine. Virtually no inflammation posteriorly. The sclera almost looked melted around the xen." Patient is "looking better now" after the xen was explanted.